Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen lcck articular surface catalog # 00599403210, lot # 63342116, headed screw 48 mm length single use only catalog # 00579104100 lot # 63467026, headed screw 48 mm length single use only catalog # 00579104100 lot # 63503241, headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 63460539, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog # 00597206532 lot # 63283204, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # 00598003702 lot # 63503857, tibial block and screws precoat size 4 10 mm thickness catalog # 00598800427 lot # 62932341, tibial block and screws precoat size 4 10 mm thickness catalog # 00598800427 lot # 63245823, stem extension straight 13mm dia x 100mm length(combined length 145mm) catalog # 00598801013 lot # 63445013, stem extension offset 11mm dia x 100mm length(combined length 145mm) catalog # 00598802011 lot # 63338907, distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw catalog # 00599003610 lot # 63305431, distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw catalog # 00599003610 lot # 63419322. (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 01311. Product location is unknown.

Event description:
It was reported that the patient had a revision knee arthroplasty approximately one week post-implantation, due to unknown reasons.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure due to infection.

Manufacturer narrative:
Concomitant medical products- nexgen all poly patella, catalog # 00597206532, lot # 63283204 nexgen precoat femoral component, catalog # 00597001601, lot # 63546564. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.